Event description:
In review of published literature, these findings were noted. Melissa e. Hogg, md, mark d. Morasch, md, taeyoung park, phd, walker d. Flannery, bs, michael s. Makaroun, md, and jae-sung cho, md, "long-term sac behavior after endovascular abdominal aortic aneurysm repair with the excluder low-permeability endoprosthesis (elpe)" copyright 2011 by the society for vascular surgery. (B)(4).

Manufacturer narrative:
Attempts to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable, or was not applicable.